Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin pump alarmed no delivery and did not receive a low reservoir. Troubleshooting was done. Customer's blood glucose was 400 mg/dl. Customer stated that the alarm was resolve by an infusion set change. Customer does not want to return the set and reservoir for analysis. Advised to call when the alarm occurs in order to troubleshoot. It was found in the alarm history that there was low reservoir. No further information provided.